Manufacturer narrative:
(B)(4). Pt age: the patient was born in 1961. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis was not reported. The patient was treated with unspecified medication (dose, frequency, and route not reported). Peritoneal dialysis therapy was ongoing and the patient was recovering from the event. No additional information is available.